Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was unknown. Customer stated has alarm 35 times in the alarm history. Customer stated alarm did not occur during the rewind/prime sequence. Customer was advised to program a normal bolus into the air and bolus amount was recorded in the bolus history. Customer stated a temp basal was not programmed before the alarm occurred. The customer was advised that error table indicates the pump should be replaced. The customer was advised that pump will be replaced.

Manufacturer narrative:
The pump passed the displacement, operating currents, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with a rf pic failed alarm during the self test due to a faulty component on the radio frequency board. The pump was received with cracked battery tube threads and a cracked reservoir tube lip.